Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly the procedure was to treat a graft to the obtuse marginal artery. A 4.0x15mm xience alpine stent delivery system (sds) was advanced over a prowater guide wire through a 6fr sheath; however, resistance with the sheath was felt while advancing. It was decided to remove the device; however, the stent got caught in the sheath and dislodged. The stent dislodged in the left common femoral artery and the physician went in through the right common femoral artery with a snare and snared the stent. The procedure was successfully completed with another xience alpine. There was no clinically significant delay in the procedure. No additional information was provided.